Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that placement difficulty was experienced with the attempted epicardial right ventricular (rv) and left ventricular (lv) leads. Both leads were repositioned several times with inconsistent capture and high thresholds observed. The leads were removed and new leads were used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.